Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Device available for evaluation: yes. Returned to manufacturer on: 07/28/2015. The manufacturing record review was performed. The pcb00v intraocular lens (iol) manufacturing process record was evaluated, and the devices were manufactured within specifications. There were no associated deviation or non-conformity reports found in the manufacturing record review (mrr). The units were released according to specification. The operations and related documentation were reviewed. The lens diopter result obtained from the measurement iol quality (miq) inspection showed that the lens diopter measurement result was released per specification. The boxing documentation was evaluated and showed that the operation was performed within specifications. The device units manufactured were released within specifications per production order documentation evaluation. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Product evaluation: the intraocular lens (iol) was sent for diopter measurement testing. The diopter measurement result was 19.1d (diopter) which was within the lens diopter specifications. The lens diopter was 19. The customer's reported claim was not verified. A search on complaints related to production order revealed no other complaint on this production order. The manufacturing process record was evaluated and the devices were manufactured within specifications. Based on the investigation, there is no indication of a product quality deficiency. Labeling review: the direction for use (dfu) were reviewed for the tecnis optiblue lens. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection at 10x microscope magnification was performed and loose particles were observed in the optic body. The lens condition is compatible with handling the lens out of the sterile environment. No damages were observed in the lens or the haptics. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient experienced unexpected post op refraction following implantation of the intraocular lens, (iol). The post op refraction deviated +4.5d (diopter). Based on the preoperative examination by iol master (a mode), 19.0d (diopter) was the best diopter for this patient. The doctor reported that he would be explanting the lens for this patient. In follow up it was reported that the 19.0d lens was explanted and replaced with a 25.0d lens, the same model. Additionally, patient outcome at post op 4 days was (left vision) lv = 0.1 (0.5p xs -4.50. The visual acuity before iol replacement was (former left vision) flv = 0.4 (0.8 xs +4.25 c -0.50 ax 90). No further information was provided.